Event description:
A pt supported by left ventricular assist device (lvad) was being transported to the or for the implantation of a right ventricular assist device (rvad). The bottom module shut down when the dual drive console (ddc) was unplugged from ac power. The pt was supported using the emergency hand pump and was transferred from the operating room to the intensive care unit. The ddc was reconnected to ac power, and the module resumed functioning. Initial exam of the ddc traced the malfunction to the 6vdc module battery. The battery was replaced which corrected the problem. The faulty battery was sent to thoratec europe, cambridgeshire, UK for further evaluation. Any necessary corrective action will be determined upon completion of the failure investigation.